Event description:
User facility reported: during an angiographic procedure while using the acist angiographic injection system model cvi with x-ray interface to toshiba infinix -I x-ray fluoroscopic system, 8ml of contrast was injected into a pt three times at intervals of 4 seconds, resulting in a total of 24ml injected into the pt . The pt was treated with a diuretic and monitored in the ICU. No adverse health effects were reported.

Manufacturer narrative:
This event is being investigated by acist, acist's intl affiliates have determined that when using the acist angiographic injection system model cvi synchronized with the infinix-I cardiovascular x-ray system, there may be a potential injection scenario, that may result in multiple injections of contrast media when one injection was intended. This injection scenario may occur when the cvi injection system is connected with infinix-I and being used for "low volume injections" defined as less than 20 ml total volume of contrast and flow rates of less than 10ml/second. Acist was unable to reproduce this multiple injection scenario through testing in a simulated environment under the same parameter as reported by the user facility. Acist is continuing to investigate and will submit a f/u report to FDA upon completion of the investigation.